Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead exhibited normal electrical characteristics. Visual inspection noted an insulation abrasion at 13cm from the connector pin. The abrasion went through the svc etfe shock cable. The insulation abrasion found is consistent with lead friction to the can. Reliability laboratory technician, no complaint received with return of the device. Failure (event) observed during analysis.